Event description:
Vascular occlusion in the lips [vascular occlusion]. Case narrative: united states report received from a health care professional via company representative on 18-mar-2025, refers to a patient of unknown age and gender who had received rha 3 on 18-feb-2025 (one month ago), for an unknown indication. The patient's medical history was not provided. Concomitant medications and food supplements were not reported. Unknown volume of rha 3 was applied on lips via needle technique. It was not reported if a cannula was used for the administration. On (B)(6) 2025 (one month ago), the patient experienced vascular occlusion in the lips with rha 3. The treatment for the event was not provided. At the time of the report, the outcome of the event was resolved on an unknown date in 2025. The intensity of the event was not reported. The reporter considered event of vascular occlusion as related to rha 3 treatment. It was unknown if the rha 3 product was available for return. Health effect: clinical code: e2328, obstruction/occlusion no additional information was available at the time of this report. Company comment: a causal relationship between the rha3 and reported vascular occlusion is assessed as possible based on the suggestive temporal relationship and lack of alternative etiologies that can be identified based on the information reported. The company will continue monitoring the benefit-risk profile for the product.

Event description:
Vascular occlusion in the lips [vascular occlusion]. Case narrative: united states report received from a health care professional via company representative on (B)(6) 2025, refers to a patient of unknown age and gender who had received rha 3 on (B)(6) 2025 (one month ago), for an unknown indication. The patient's medical history was not provided. Concomitant medications and food supplements were not reported. Unknown volume of rha 3 was applied on lips via needle technique. Lot: 23121bl0 and expiry date: not reported. It was not reported if a cannula was used for the administration. On (B)(6) 2025 (one month ago), the patient experienced vascular occlusion in the lips with rha 3. The treatment for the event was not provided. At the time of the report, the outcome of the event was resolved on an unknown date in 2025. The intensity of the event was not reported. The reporter considered event of vascular occlusion as related to rha 3 treatment. It was unknown if the rha 3 product was available for return. Health effect: clinical code: e2328, obstruction/occlusion. This case is linked with mcn# (B)(4) (same reporter). Follow-up information received from an hcp via company representative on (B)(6) 2025, included: additional reporter and rha 3 lot number added. Narrative updated accordingly. Company comment: a patient of unknown age and gender experienced vascular occlusion in the lips on the same day as receiving rha3. Causal relationship between the rha3 and reported vascular occlusion is assessed as possible based on the suggestive temporal relationship and lack of alternative etiologies that can be identified based on the information reported. The company will continue monitoring the benefit-risk profile for the product.